Manufacturer narrative:
A visual examination of the returned device found that the outer sheath and distal handle had been retracted to 12 mm distal to the distal end of proximal hub handle. The stent had been fully deployed from the device and was returned. No issues were noted with the deployed stent. It was noted that the inner shaft was kinked at 3 mm distal to the distal end of the stent holder. No issues were noted with the movement of the outer sheath distally or proximally. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device, and the evaluation conducted the most probable root cause of the reported failure is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) stent positioning issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered biliary stent system was used during a biliary stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture due to pancreatic cancer. The stricture was location within the common bile duct and was 6cm in length. The patient anatomy was noted to be severely tortuous at the lower portion of the bile duct. The lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. As the user attempted to deploy the stent, significant resistance was encountered. When the stent began to deploy, the sheath stretched. Although the handle was fully withdrawn, the stent failed to fully deploy. Several attempts were made to release the stent and when the stent did fully deploy from the delivery system, it was not in the correct location. The stent was removed from the patient with a snare. Another wallflex partially covered biliary stent system of a different size was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered biliary stent system was used during a biliary stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a stricture due to pancreatic cancer. The stricture was location within the common bile duct and was 6cm in length. The patient anatomy was noted to be severely tortuous at the lower portion of the bile duct. The lesion was not dilated prior to stent placement. During the procedure, the stent system was positioned at the target site. As the user attempted to deploy the stent, significant resistance was encountered. When the stent began to deploy, the sheath stretched. Although the handle was fully withdrawn, the stent failed to fully deploy. Several attempts were made to release the stent and when the stent did fully deploy from the delivery system, it was not in the correct location. The stent was removed from the patient with a snare. Another wallflex partially covered biliary stent system of a different size was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.